Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was sieve beds were saturated and manifold not shifting it has been replaced. Additional malfunctions were muffler clogged, fan mount bracket broken, fan mount defective and tubing clogged all parts have been repaired.